Event description:
It was reported the patient was in a car accident, and afterwards the patient could not turn on the scs system's stimulation. Consequently, the patient's scs lead was replaced and stimulation therapy was restored.